Event description:
Additional information received reported the patient had experienced a loss or change of therapy. The patient stated the implant was turned off by the manufacturer representative 6 months ago because it was not doing any good. The patient had tried all her different programs and had tried increasing stimulation. When the implant was turned off, they were really doing well without their therapy. After a while their symptoms got real bad without their therapy and the manufacturer representative turned in back on (B)(6) 2016. When their stimulation was turned back on, they got shocked and had to decrease stimulation which the shocking went away. It was stated they found that they had to keep increasing but confirmed now the implant was helping 50% or greater with their symptoms relief. It was noted it wasn't doing like it was doing before but was working 50% or greater.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that she still had concerns regarding her device or therapy. An appointment with a manufacturing representative (rep) was made in (B)(6) and was set for (B)(6) 2015. It was reported that shortly after the implant, it was put on #3 program. It worked beautifully until the patient went back to the doctor. She had no idea what the patient did or why the doctor felt it necessary to fool with her "meter" at all. However, the doctor took her meter and the larger instrument that looked like a t.v. Remote and fooled around with it for a while. The patient had never been right since. She had gone through all 4 programs and none worked now. The doctor suggested that she go back when a rep would be there so that the rep could put more programs in the meter since the doctor did not know how. The patient met with a rep at the end of (B)(6). The patient changed to a new program and knew it did not work and had to wait 2 or 3 months before she could see the doctor again. The rep did not put any new programs in the meter but showed the patient how to change the programs herself. The patient was advised to stay on each one 2 weeks before changing it. The patient had done that and none had worked. The patient had not fallen and the rep thought the implant had been damaged, but not by the patient. The patient did not know if the t.v. Remote damaged it or not. All she knew was that it worked beautifully for a couple of months at the end of the last year, but not since then. She was as bad with incontinence or worse than before the implant.

Event description:
It was reported that the patient¿s symptoms returned after their health care provider (hcp) made an adjustment. The patient went to see their hcp before (B)(6) on a thursday afternoon and their symptoms returned by friday. The patient said if 2014 (B)(6) was a friday, then that was the day their symptoms returned. The patient was on program 3 at 0.9v and was fine until the last new month. When they went back to their hcp, the hcp fooled around with the patient programmer. During the appointment the hcp changed strengths and shocked the patient several times. The only change the patient saw was changing the strength from 0.9 to 1.0 and the following day the patient was back to where they were before the device was implanted. The patient had to get big pads. The patient was going to the beach on monday after their appointment and contacted the hcp¿s office, and they told them to call the manufacturer representative. The patient didn¿t want to bother the manufacturer representative around the holiday so they didn¿t call them and kept wearing the pads. The patient increased stimulation up to 1.6v and their symptoms didn¿t improve. The patient went up to 1.7 and had to go back down to 1.6 the next day because, they were sore. The patient called their manufacturer representative towards the end of last week and they didn¿t get back to them so the patient called them 2 days ago. When they talked to them on the phone, the patient made the manufacturer representative aware of their symptoms and they advised the patient to turn stimulation off. The patient wanted to make sure their stimulation was off and it was. The patient was scheduled for an MRI tomorrow because, they had been having problems with their stomach, and this was not related to their device. Someone called the manufacturer and had the guidelines faxed to them and they could do the MRI. The patient felt like they were being used as a guinea pig. The manufacturer representative said they would call the patient today and they hadn¿t heard from them yet. The patient was walked through turning stimulation on and adjusting. The patient increased stimulation to 0.9v and was still on program 3. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that there was not a 50 percent or greater symptom reduction. The cause of the event was determined, it was not device related, and reprogramming was needed. The patient¿s device turned off and now it was not working. They changed it and now it was working and the patient was on program 4. The troubleshooting, intervention, or other action taken to resolve the event was that the patient had an MRI of their head and had to turn the device off in (B)(6) 2014. The patient experienced a loss of therapeutic effect. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 3889-28, lot# va0lfkh, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).